Event description:
The event occurred in china. It was reported that the hl20 device displayed the error message: safety-s. The issue was observed when the hl20 unit has been turned on before surgery. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the hl20 device displayed the error message: safety-s. The issue was observed when the hl20 unit has been turned on before surgery. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The control board rpm and the safety system board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry, - failure of pump control board (pump stop), - pump on/off defective, - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-03-21 for the period of 2019-01-09 to 2025-03-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: safety-s could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the china market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701024771, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.